Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was rfu indicator showing red x. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.